Event description:
Pt had a catheter placed for cardiocentesis which was sutured in place. On 2/13/95, pt was to have cardiocentesis & heart catherization. When placement was being verified by flouroscopy, the catheter was found in the right ventricle. Open heart surgery was required to remove the catheter.